Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device showed the wrong ultra filtration (uf) value in comparison to the measurements done manually by external sources. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external visual inspection was performed and revealed deteriorated piston foam. Functional testing, including simulated-use testing revealed no issues that could have caused or contributed to the reported issue. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported issue was due to the deteriorated piston foam. The piston foam was replaced to resolve the reported problem. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.